Manufacturer narrative:
Continuation of d10: product ID: tm90p01, lot#serial#: (B)(6), product type: accessory, product ID: tm90p01, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they couldn't get their device to connect. The patient stated they had been trying for a week or so and all it came up with was "device not responding." The agent asked the patient if they had any return of symptoms and patient said they hadn't. The last time they were able to connect to their implant was about a month ago. The caller stated that they feel like there is some scar tissue growing over the implant. During the call, patient services walked the patient through trying to connect the handset and communicator to the implant. The patient was seeing "device not communicating, reposition communicator." The patient repositioned the communicator vertically and horizontally and still got the same message. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient called back on (B)(6) 2026 and requested assistance pairing the communicator and handset. The patient was able to pair the communicator and handset but when they tried to communicate with the ins, they saw a "device not responding message." The agent reviewed the possibility of a depleted ins and redirected the patient to their healthcare provider (hcp).